Manufacturer narrative:
Trackwise ID# (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c arm was bent and you couldn¿t see around the camera. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c arm was bent and you couldn¿t see around the camera. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/24/2019. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the cannula handle. The c-ring was observed to be intact. The c-arm was observed to be intact, no visual defects were observed. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A reference cannula was used to compare the c-arm and there were no visual defects observed on the reported device. Based on the returned condition of the device, the reported failure "material twisted/ bent" was not confirmed. A lot history record review was completed for lot numbers 25146795, 25146763, and 25146681, the last 3 lots shipped to the account prior to the event date. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c arm was bent and you couldn¿t see around the camera. A replacement device was used to complete the procedure. The hospital did not report any patient effects.